Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419478 lead, implanted: 2008-(B)(6); 407645 lead, implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead and the right ventricular (rv) lead had high thresholds. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.